Event description:
Patient was hospitalized due to dka while traveling in (B)(6).

Manufacturer narrative:
Received information from patient stating she believes she caused her hospitalization as she was eating large meals and not testing frequently nor bolusing.